Event description:
It was reported that the left ventricular (lv) lead exhibited loss of capture. Chest x-ray confirmed lead dislodgement. The lv lead was explanted and replaced on (B)(6) 2026. The patient was in stable condition.